Manufacturer narrative:
Internal report #(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction noted in the complaint: user's test strip had poor fill. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall #FDA-assigned recall event ID (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The expected fasting blood glucose test result range is 115 to 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (b)(46 2015 as a result of the meter's readings. The customer is currently taking medication to manage diabetes. Back to back blood test performed by customer fasting during call on (B)(6) 2015 produced results of 70 mg/dl and 79 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 07/20/2018 and open vial date is (B)(6) 2015. The meter memory reviewed for fasting test results (started using meter (B)(6) 2015): the 70mg/dl (B)(6) 2015 03:40pm.